Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "automatic adjustment of stimulation output in resynchronization therapy: impact and effectiveness in clinical practice." Europace. September 1 2011;13(9):1311-1318.

Manufacturer narrative:
This information is based on journal literature and the subsequent follow up information obtained. This event occurred outside the us. Referenced article: reduction of inappropriate anti-tachycardia pacing therapies and shocks by a novel suite of detection algorithms in heart failure patients with cardiac resynchronization therapy defibrillators: a historical comparison of a prospective database.

Event description:
Additional information received indicated the lead exhibited t-wave oversensing (twos).

Event description:
A journal article was reviewed that contained information regarding this lead. Information obtained through follow up indicated that the right ventricular (rv) lead had dislodged. The lead status is unknown. There were no patient complications reported as a result of this event.